Manufacturer narrative:
This supplemental report is being submitted to provide corrections based on the results of the legal manufacturer's final investigation. Corrections: d4, h6 (health effect-impact code), h6 (investigation conclusions) d14 was inadvertently selected on the previous MDR and is not needed, h11. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: poor waterproofing due to poor cable waterproofing. A definitive root cause could not be identified for the corrosion of plug unit. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject camera head exhibited poor cable waterproofing, and corrosion of the plug unit. There was no patient involvement.

Manufacturer narrative:
Based on the results of the investigation, it was likely that the following led to the malfunction: the most probable cause of the identified failures was cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject camera head exhibited poor cable waterproofing, and corrosion of the plug unit. There was no patient involvement.